Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up MFR report: section h. Box 3. Device returned to manufacturer?; section h. Box 6. Results code 1 ; section h. Box 6. Conclusions code 1; section h. Box 10./11. Additional narrative and/or corrected data. This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the following section was updated on this follow-up #3 MFR report: 1. Section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a thrombectomy procedure in the right carotid artery using a benchmark bmx96 access system (bmx96), a non-penumbra catheter, and guidewire. During the procedure, the physician placed an angioplasty and carotid stent. Next, while advancing a bmx96 to the target vessel, the bmx96 fractured on the proximal end. Therefore, the bmx96 was removed. The procedure was ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right carotid artery using a benchmark bmx96 access system (bmx96), a non-penumbra catheter (simmons), and a guidewire. During the procedure, the physician placed an angioplasty and carotid stent. Next, while advancing a bmx96 and sheath to the target vessel, sheath and bmx96 fractured at the proximal location. Therefore, the sheath and bmx96 were removed together. The procedure was ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned bmx96 confirmed it was fractured. If a device is being advanced through the bmx96 at an angle or otherwise torqued against resistance during advancement, damage such as a kink may occur and if the kink is further manipulated, the kink may worsen to a fracture. Based on the reported event, the root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.